Manufacturer narrative:
Concomitant medical devices: product ID: 3093-28, lot# v015938, implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A patient implanted for gastrointestinal/pelvic floor reported having no stimulation sensation and never having therapeutic effect following an implantable neurostimulator (ins) replacement. Following the replacement the patient noticed a loss of therapy and a loss of stimulation sensation. She would turn therapy up and up and not feel it, and then she would suddenly feel pain. She had tried multiple programs and couldn't feel anything most of the time. The patient had been reprogrammed by a healthcare provider and had been told the lead was ok. On (B)(6) 2015, the patient still had concerns with her device therapy but was working with her doctor or manufacturer representative and had an appointment on (B)(6) 2015. On (B)(6) 2015, the device was replaced due to a disconnected wire.